Manufacturer narrative:
The reporter provided a fire report which indicated the cord on the motor had shorted out and caught fire. However, invacare also received pictures which showed cigarette butts underneath the bed. The pictures and statements provided by the dealer indicate the user of the bed is a smoker. The bed is being returned to invacare so a thorough investigation of the device can be conducted. Invacare has requested more information on the injuries, but the reporter was unable to provide further information on severity or treatment. Once further information is received a follow-up report will be submitted.

Event description:
The reporter states the bed motor allegedly caught on fire. The patients spouse reported he burned his hands while putting out the fire and received unknown treatment at the emergency room.